Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that he had a sensor inserted and it is not communicating with the insulin pump. Verified the transmitter number and it was correct. The blood glucose reading was 104mg/dl. The customer mentioned that the insulin pump alarmed motor error twice. Troubleshooting was performed, and the drive support cap was loose. Advised the caller that the insulin pump would need to be replaced. No further information was provided.